Event description:
The patient reported that their right ventricular (rv) lead had fractured. A new pace/sense lead was implanted. The high voltage portion of the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2010; product ID: d274trk crt-d, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.